Manufacturer narrative:
Results: target lesion was a calcified type c lesion with approximately 90% stenosis. Attempts to deliver the device through the difficult lesion morphology most likely contributed to event. Conclusions: target lesion was a calcified type c lesion with approximately 90% stenosis. Attempts to deliver the device through the difficult lesion morphology most likely contributed to event. (B)(4).

Event description:
The physician intended to implant a 3.0 mm diameter x 18 mm length driver rapid exchange (rx) bare metal stent to treat a lesion in the anterior descending artery. The target lesion was a calcified type c lesion with approximately 90% stenosis. Lesion pre-dilation was performed in the proximal and medium lesions in the descending artery. Difficulties were encountered advancing the driver rx device through the lesion and the device was damaged during the attempted delivery. The target lesion was treated using another brand stent. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged. The hypotube was kinked 2.5cm, 15.5cm, 18.5cm and 52.5cm distal to the strain relief. The hypotube had detached 17.5cm distal to the strain relief. Both ends of the hypotube were oval in shape and jagged. The hypotube was kinked 2.0cm proximal and 1.0cm distal to the detachment site.